Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient¿s admitting diagnosis was degenerative joint disease of the right knee. Right knee arthroplasty was performed. After surgery the patient developed heparin induced thrombocytopenia, cellulitis of the right groin and a pulmonary embolus. A trapease ivc filter was then placed two days post knee surgery. Pt tolerated procedure well. Patient was discharged home ten days after initial knee surgery. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the ivc wall, tilt of the filter, deep vein thrombosis (dvt), and pulmonary embolism (pe). Per the patient profile from (ppf), the patient reported perforation of the filter struts outside of the ivc, tilt, blood pressure problems and periodic loss of consciousness. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt, pe and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the ivc wall, tilt of the filter, deep vein thrombosis, and pulmonary embolism. As a direct and proximate result of these malfunctions. Patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. The following additional information received per the medical records indicate that the patient¿s admitting diagnosis was degenerative joint disease of the right knee. Right knee arthroplasty was performed. After surgery the patient developed heparin induced thrombocytopenia, cellulitis of the right groin and a pulmonary embolus. A trapease ivc filter was then placed two days post knee surgery. Pt tolerated procedure well. Patient was discharged home ten days after initial knee surgery. According to the information received in the patient profile from (ppf), patient reported perforation of the filter struts outside of the ivc, tilt, blood pressure problems and periodic loss of consciousness.